Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the mx400 monitor showed a "speaker malfunction" error message; no sound was coming from the mx400. There was no adverse event or patient harm reported.